Event description:
The following has been reported: biomed reported: "a unit to be sent out for repair. No patient harm was involved. Pump problem alert appears after a few minutes of running an infusion cycle and does not disappear. A preliminary review of the logs identified the following issue: mechanical hardware failure (vr decoupled). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (vr decoupled). Log files indicate mechanical hardware failure (av sticky valve). Verified vr coupler and resistor motor assembly, tested ok. Investigation found the output pin is exhibiting excessive drag. Attempted a mock infusion and received consistent cassette misloaded errors. Removed fva assembly and fva pins have debris especially on the output pin. Cleaned fva pins and channels. Reassembled fva assembly. The lever boot retaining plate is damaged due to being cracked. The main pcba is damaged due to connector j12 being damaged. The fva lip seals, main pcba, and lever boot retaining plate will be removed and replaced during the repair process before being sent to the test line for full functional testing.